Event description:
In 2009, the lay user/reporter in the united kingdom contacted lifescan on behalf of the lay user/pt alleging the "error 2" message appeared on the display of the one touch ultra meter. The medical surveillance specialist wrote f/u questions to the technical service rep (tsr) to ask the pt, but the pt had some difficulty answering questions. The reporter was not available to clarify info. The reporter (the pt's daughter) said the pt did not use the meter for a long time although when speaking to the pt, she did not know how long it was not used. The pt said that the meter was not working because of the error 2 issue and probably other issues so, therefore did not use it. The pt used the meter once per day to check her blood sugar levels and takes unk tablets for her diabetes. On the day before, the reporter found the pt very confused and unresponsive. She tried to test on the meter at the time but was not successful and called emergency services who gave the pt oral medication then a glucagon injection. They tested the pt's blood sugar and obtained a result of 3.4 mmol/l, although, it is unk whether this reading was taken before or after the treatment. Ten minutes later, they tested again and obtained a result of 7.0 mmol/l. The pt refused to go to the hosp at that time and the next morning when the reporter visited the pt again, the pt was not responsive once again and the ambulance was called again. The paramedics gave the pt the same medication and registered a result of 3.0 mmol/l at sometime during the visit. The pt's daughter also gave her a jam sandwich. The pt is not sure what she would have done differently had the meter been functioning. The troubleshooting telephone call determined that the pt's testing technique was correct. The test strips were in good condition. The product was not new (out of box). From the info gathered, it is unclear how the pt uses the meter readings; however this complaint is being reported because it was alleged that the meter was not functioning and the pt subsequently experienced symptoms indicative of hypoglycemia that required treatment from the paramedics.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.